Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the certified physicians assistant to the MFR that the pt was admitted to the hosp 1 day prior to the reported event with a left leg deep venous thrombosis (dvt). He is heparin-induced thrombocytopenia (hit) positive and on argatroban. At that time, the pt was on his own driver. It was reported that the nurse phoned into heartline stating that there was a left pressure alarm on the driver. The driver was alarming and switching from auto to fixed. At this time, the pt became symptomatic and was removed from the driver. He was hand pumped for a period of 40 mins as they were attempting to switch him to a dual drive console (ddc), however, they were not certain if they had the correct cables to connect to the ddc. It was further reported that the center attempted to connect the pt to a back up driver. However, they were unsuccessful because the back up driver would not support the rvad and attempts to change the mode button were unsuccessful for bivad operation. Hosp staff was instructed of the need to re-program the driver for bivad operation in the docking station with the computer. The center was unaware of the location of the docking station. The pa had been contacted and was on his way to connect the pt to a functional ddc. During the duration of the event, the pt was alert and stable. The pt was switched to the dcc without further incident.

Manufacturer narrative:
The device was returned to the MFR and evaluated. The reported event was confirmed when the log file was reviewed. This review revealed loss of output pressure and flow by the driver 2 times prior to the pt being removed from the unit. The loss of output pressure was confirmed when the driver was functionally checked during investigation. The event was due to the compressor motor not working. Manipulating the negative terminal on the compressor caused the motor to operate intermittently (stop and start). Further eval of the motor found the wire between the negative terminal and its brush broken. This broken wire inside the motor was identified as the root cause of the compressor stoppage. The positive terminal wire and its brush were intact and undamaged. A trend analysis was performed and no trends were identified. A review of the device history record revealed the device met all applicable specs upon shipment. No further info is available. The MFR is closing its file on this event.